Manufacturer narrative:
(B)(4). (B)(6) clinical study. He complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the e7034 wallflex biliary preop drainage natx clinical study. The patient's (B)(6). The patient's kamofsky score was 80. An assessment of biliary obstructive symptoms were conducted on (B)(6) 2015 and reported: dark urine and jaundice. Baseline liver function tests were also taken on (B)(6) 2015. According to the complainant, during the procedure a wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture. On (B)(6) 2016, the patient presented to the hospital with epigastric pain. The epigastric pain was treated with analgesics. CT imaging was performed and the physician confirmed that the stent was occluded with sludge. The patient was admitted to the hospital on (B)(6) 2016 and a percutaneous transhepatic biliary drain (ptbd) was used to treat the occlusion. On (B)(6) 2016, the patient underwent a pylorus-preserving pancreaticoduodenectomy (pppd) procedure. There were no other adverse events reported as a result of this event.

Manufacturer narrative:
Corrected information regarding the date of the biliary intervention with ptbd placement was noted on april 05, 2017.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx uncovered stent was implanted to treat a malignant stricture in the pancreas during a stent placement procedure performed on (B)(6) 2015 as part of the (B)(6) clinical study. The patient¿s weight at baseline was (B)(6). The patient's kamofsky score was 80. An assessment of biliary obstructive symptoms were conducted on (B)(6) 2015 and reported: dark urine and jaundice. Baseline liver function tests were also taken on (B)(6) 2015. According to the complainant, during the procedure a wallflex biliary rx uncovered stent was placed in a satisfactory position across the stricture. On (B)(6) 2016, the patient presented to the hospital with epigastric pain. The epigastric pain was treated with analgesics. CT imaging was performed and the physician confirmed that the stent was occluded with sludge. The patient was admitted to the hospital on (B)(6) 2016 and a percutaneous transhepatic biliary drain (ptbd) was used to treat the occlusion. On (B)(6) 2016, the patient underwent a pylorus-preserving pancreaticoduodenectomy (pppd) procedure. Additional information received on april 05, 2017: on (B)(6) 2016, the patient experienced dark urine, which was deemed to be related to the wallflex biliary rx stent. The placement of the percutaneous transhepatic biliary drain (ptbd) to treat the stent occlusion was performed during an inpatient biliary reintervention on (B)(6) 2016. The reintervention was related to the patient's epigastric pain and the stent occlusion. The events resolved and the patient was discharged from the hospital on (B)(6) 2016.